Manufacturer narrative:
(B)(4). The device investigation is pending. The device history review for the product hemolok ml clips 6/cart 84/box lot# 73m1700018 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips fell from the applier.

Manufacturer narrative:
Qn#(B)(4). Retraction of initial MDR report the customer has reported that the clip had loosened from the cartridge and could not be used. There was no patient involvement.